Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit. The initial result was 161 mmol/l. The repeat result from another cobas pro ise analytical unit was 149 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The sodium electrode lot number was dmm with an expiration date of 25-feb-2026. The field service engineer found the vacuum nozzle was not aspirating residual sample from the vessel as the vacuum was weak due to loose vacuum pump screws. He removed the pump and tightened the screws. He performed a reagent prime and ran precision that passed. The customer performed weekly maintenance, then ran calibration and qc with passing results. The investigation determined that the service actions resolved the issue.